Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that sterile barrier was damaged. The failure was discovered during unpacking of the product. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that sterile barrier was damaged. The failure was discovered during unpacking of the product. The exact root cause is unknown. The service and sales unit assumed that the most probable root cause is that the damage occurred during transit. The getinge global sales qrc was informed that improper stacking of future product shipments could be prevented by optimizing the work instruction. The affected product has been reviewed for the reported failure on 2023-12-05. According to the final test results, the hls set passed the tests as per specifications. Based on the results the reported failure "damaged sterile barrier" could be confirmed, but was no product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : transport issue.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00593)

Event description:
Complaint ID# (B)(4).